Event description:
The customer reported intermittently the system displayed an error code message. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller, monoblock, and cabling were replaced. Also, the power supply was adjusted. The system was then found to be operating as intended.